Manufacturer narrative:
Section a4 - patient weight: unknown/asked but unavailable (asku). Section a5: ethnicity: unknown/asked but unavailable (asku). Device evaluation: the product testing could not be performed as the product was not returned for evaluation. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed no other complaints were received for this po. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient¿s left eye due to intolerable halos, poor distance vision (corrected and uncorrected), poor vision in dim lighting. The symptoms were debilitating to the patient. Another johnson and johnson lens of a different model and diopter (dib00 24.5) was used as a replacement. There were no medical/surgical interventions required. The patient is fine post-explant and no injury reported. Pre-op uncorrected visual acuity (ucva) and best corrected visual acuity (bcva): 20/20. Post-op ucva: 20/40. Post-op bcva: 20/20. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received stuck to the handpiece insert. No additional materials or components were received. Visual inspection under magnification revealed that the complaint lens was received coated in viscoelastic residue. The lens was cleaned and, no issues that could cause or contribute to the complaint issue could be identified. The complaint issue could not be confirmed during product evaluation, and no issues were identified. Conclusion: based on the investigation, no malfunction or product deficiency was identified and the omplaint issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.